Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly is experiencing cellulitis at the implant site. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient reportedly experienced a mastoid infection. On (B)(6) 2017, the recipient was prescribed clindamycin, bactrim, and levaquin for 6 weeks. The recipient was recommended device non-use until the infection cleared. On (B)(6) 2017, the recipient underwent a wound washout. The recipient is currently being treated with antibiotics.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly healed. The recipient was reimplanted with another advanced bionics cochlear device. This is the final report.